Event description:
It was reported that the low profile reamer, ar-1410lp was brought to the bone over the drill pin on the lateral femoral condyle, the surgeon pulled back on the reamer, starting it off bone and when contact was made with the bone, the reamer failed and broke apart. No adverse effect to the patient reported

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the reamer tip broke. The reported event is confirmed upon investigation of the returned pictures. Visual evaluation identified that the flutes of the reamer had fractured off the device. Additionally, without the return of the device, further investigation cannot be performed. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during use.